Event description:
It was reported that at the device change out procedure the physician noticed an outer insulation breach with the right ventricular (rv) lead. The rv lead had low pacing impedance. The physician capped and replaced the rv lead. The atrial lead had low pacing impedance and was reprogrammed. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008. (B)(4).